Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an adverse event occurred. The sensor was inserted into the abdomen on (B)(6) 2024. On (B)(6) 2024, the patient's spouse assumed that there was a malfunction with the dexcom device. At 4:30pm, the patient had mental status changes and confusion. The tandem pump display device reportedly did not alarm and the cgm value was not remembered. It was not reported whether the bg was checked. The spouse called 911 and the patient passed out. At 4:35pm, the blood glucose by emergency medical services was 25 mg/dl. The patient was treated with unremembered medication on the way to the hospital. In the ambulance, the bg was 99 mg/dl. At the hospital, the patient reportedly had seizures and was treated with dextrose. In the hospital, the bg was monitored and improving, but values were not remembered. The cgm values during those times were not documented. The patient was discharged at 9:30pm and was tired at the time of the report. No product or data was provided for investigation. Problem could not be confirmed and probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information is required.